Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the accessory was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the insufflation port of the universal seal was damaged. Reported indicated that it was difficult to maintain pneumoperitoneum. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: a third-party insufflation device was used. The insufflation was completely lost after the uterus was retrieved from the vaginal transection. Visualization was reduced. The vaginal transection was sutured transvaginal. After the event, customer regained pneumoperitoneum as much as possible, and customer checked inside the abdominal cavity with a da vinci endoscope. After the procedure was completed, customer found a broken insufflation port of the universal seal. There was no intra or post-operative complications. No fragment fell into patient.